Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during interrogation of the pulse generator, battery data could not be read. Device replacement was being considered.

Manufacturer narrative:
Analysis confirmed normal battery depletion. Electrocautery marks were noted on the device can.